Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege: corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant; since surgery, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility and/or the need for revision surgery. Doi: (B)(6) 2007 ¿ dor: no revision reported at this time. (Right side) update: 8/6/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Even though part/lot information was provided it is unclear what products are at issue as the patient has not been revised therefore the product page will be left as unknown until further information is received. Records are available for further review. Records are available for further review. Doi: (B)(6) 2003. Update 4/24/2015: medical records reviewed for patient and complaint harms. The primary operative note indicated no intra-operative complications. Only the first page of the operative note was included. No labs were provided for the alleged high metal ions. The unknown hip is being changed to a poly liner and head and stem are being added to the complaint. This complaint was updated on 4/24/2015. Patient is a resident of (B)(6).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.